Event description:
S-mak kit wire became knotted inside of body during vein access, shearing off, leaving wire tip foreign body. During left sided pacemaker implant. Occurred past access needle bevel, cvt consulted and assessed, relates that risks outweigh benefits for a retrieval attempt of wire tip foreign body. FDA safety report ID # (B)(4).